Event description:
The customer reported that battery will not charge. There was no report of patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer evaluated the battery.